Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. There was also oversensing and undersensing on the right atrial (ra) lead. The leads remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.